Event description:
It was originally reported that the ventilator shut down with an alarm while connected to a patient. The customer also reported that the battery was not charging. No patient harm reported. The customer called at a later date and stated that the ventilator was actually not on a patient when the event occurred.

Manufacturer narrative:
The ventilator has not been returned for evaluation.